Event description:
It was reported that when using the bd pyxis¿ es refrigerator, user reported a failed fridge locking system. The pyxis fridge was not locking properly, allowing the door to be pulled open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and unable to recover and refrigerator lock was not locking properly. A field service engineer removed and replaced the inseparable latch for main drawer 5 (full height) after identifying that the magnet was loose, tested the drawer by opening and closing it to ensure proper closure and verified that the magnet was correctly detected, then had the customer perform an inventory from drawer 5 to confirm that no failures occurred. Fse corrected the refrigerator key setting from unlocked to locked to fully resolve the issue. The system functioned as intended after the field service engineer repaired the device.